Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Device switched to unipolar after bipolar lead failure. Atrial non capture occurred and seen on home monitoring. Lead remains implanted.